Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was closed across the appendix and fired. The device cut but did not staple. The procedure was converted to open. The patient is stable.

Manufacturer narrative:
Eval summary - the device was returned in good visual condition, with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.